Event description:
On (B)(6) 2013, this patient was implanted with four gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that several hours post procedure on (B)(6) 2013, the patient expired. The cause of death is unknown; the physician is not contributing the cause of death to the gore device.

Manufacturer narrative:
Additional devices implanted and/or related to this event: rlt311415/11087156, plc271400/11170769, and pxl161007/10739704. Results - the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Conclusions - according to the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms. Adverse events that may occur and/or require intervention include, but are not limited to: death.